Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0bfu0, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient¿s device had impedance measurements greater than 4000 ohms on some of the bipolar pairs. The greater than 4000 ohm measurements were measured on electrode pairs 0-2, 0-3, 1-2, and 1-3 at the default of 1.0 volts. It was noted that the patient could tolerate 1.0 volts for a short time. The healthcare provider ran the impedances again at default and 1-2 came back normal but the others mentioned were not. The impedances were run again at default and it was found that 0-2 was normal and the others mentioned were not. The patient was feeling stimulation appropriately at 0.55 volts and they were getting good therapy. Since the patient could not tolerate increasing the stimulation and re-running the electrode impedance, it was reviewed that most likely there wasn¿t enough current to provide values for all combinations. It was stated that the patient was just in for a routine appointment and no issues were noted with the therapy.